Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the hospital after having a myocardial infarction. Review of electrocardiogram revealed intermittent undersensing. No intervention had been reported. The pulse generator remained implanted.